Event description:
11/9/89 - pt. Had left total hip replacement11/11/93 - pt. States he has had left hip pain for the past several weeks which is becoming increasingly severe. X-rays showed a hip joint prosthesis with the shaft of the femoral component broken and offset at the fracture compatable with loosening of the proximal component.11/6/93 - pt. Underwent revision of acetabular polycup and femoral stem on the left.